Event description:
It was reported that during the reprocessing of a da vinci pk dissecting forceps instrument, wires were identified as being broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instrument's wrist were undamaged. No other damage found.